Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, missing display window, cracked case near reservoir window and cracked case near display window corners during visual inspection. Compromised force sensor system alarmed at 4 pounds during prime alarm test and motor error alarmed during basic occlusion test due to moisture damage noted in faulty force sensor system. The motor tested ok. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 150 mg/dl. The customer stated that insulin squirted out during the manual prime process. The customer stated that she tried to change everything on the first error message and received a motor error. The customer tried to change everything out again and received compromised force sensor system alarm. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.